Event description:
The manufacturer received information alleging a ventilator's whole screen turns completely dark and the displayed contents are not being able to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported incorrectly of receiving information alleging a ventilator's whole screen turns completely dark and the displayed contents are not being able to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The correct information should have been: during a check-out procedure at the manufacturer's service center, a ventilator's whole screen turns completely dark and the displayed contents are not being able to be viewed. There was no harm or injury reported. The device was not in patient use. The device's lcd was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging during a check-out procedure at the manufacturer's service center, a ventilator's whole screen turns completely dark and the displayed contents are not being able to be viewed. There was no harm or injury reported. The device was not in patient use. The device's lcd was replaced to address the issue. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.